Event description:
It was reported that during a da vinci cholecystectomy procedure, the permanent cautery hook instrument was not able to advance through the single site curved cannula accessory. The instrument met resistance, but other instruments were able to advance through it. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The single site curved cannula accessory was returned and evaluated. The cannula was placed on an in-house system and instruments met resistance when attempting to advance through the cannula and the instrument heatshrink was scratched when passed through the cannula. Failure analysis investigation also found a weld defect at the tube and bowl interface. The weld was cracked around the circumference of the tube. As a result, the tube rotated freely. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the weld, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.